Manufacturer narrative:
Gtin/UDI number for item 10073124, lot 16118438 is (B)(4). The customer¿s report of an insecure connection and fluid leak was neither confirmed nor replicated. The tubing set was functioning effectively throughout investigational testing. No fluid leaks occurred at any time. The mating peripheral IV catheter was not provided. The root cause could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing is not connecting securely, medication leaked out of the connection site. There is no report of patient harm.